Manufacturer narrative:
(B)(4). During follow-up with the customer, they stated that lot 14b07v422 was registered in their system, but they did not know whether the involved device was of this lot. The device was discarded by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a leak during infusion of parenteral nutrition. The leak appeared to be coming from the tubing that is inserted into the infusion device. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Age of patient is unknown, however it is known that the event occurred in the neonatal intensive care unit. (B)(6). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.